Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that the vision failed to cross the lesion and upon removal into the guide catheter, the stent dislodged. A snare device was used to remove it from the pt. There were no pt effects. No additional event or pt information is available.